Event description:
The hospital reported the bag-to-vent switch was not functioning. There was no report of patient involvement.

Manufacturer narrative:
Following the filing of the initial MDR , it was subsequently reported that manual mode of ventilation was available to maintain ventilation of the patient. A sample was not returned to the manufacturing site for analysis. An investigation into the exact root cause cannot be determined without a sample.